Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was sitting down. Cartridge changes were performed to clear the alarms. Customer's blood glucose (bg) levels ranged between 400-600 mg/dl. Manual injections were administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.